Manufacturer narrative:
The device was received deployed. Initial inspection found the exposed portion of the soft cannula to be kinked. During investigation of the fluid path, fluid was observed to be leaking. Further inspection found a hole in the exposed portion of the soft cannula, resulting in the observed fluid leak. The timing and cause of the damaged soft cannula could not be determined. No blood was observed on the returned device. The formed needle was inspected and no abnormalities were observed that would contribute to bleeding or bruising at the infusion site. No timeouts or drive stalls were observed in the download data that would indicate a failure to deliver insulin during operation. The patient history buffer data files showed the algorithm was functioning as intended, correctly responding to estimated glucose values and user inputs. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. It was also reported that the site was bleeding.